Manufacturer narrative:
The display window was missing, however the lcd board was ok. The unit had a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report that the glass on the display came off and the device was cracked. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 104 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.